Manufacturer narrative:
Siemens investigated a customer complaint of reactive (positive) atellica im ahbs2 results that were non-reactive (negative) when tested on an alternate test method. Siemens' investigation included an assessment of the following: reagent issues were ruled out based on review of quality control (qc) data that was provided by the customer which showed recovery within acceptable ranges. Siemens' internal release data was reviewed; reagent lot 175 medical decision pool (mdp) recovery was comparable to the previous lot and following lot of ahbs2. A review of complaints did not identify a trend for this type of issue for this or any lot numbers for ahbs2 assay. Return of the patient samples was not possible as the sample volume was insufficient to allow for additional analysis, including heterophilic antibody interference testing or repeat testing. Per the atellica im anti-hepatitis b surface antigen 2 (ahbs2) IFU (10995277_en rev. 07, 2024-02): "assay performance characteristics have not been established for the atellica im ahbs2 assay used in conjunction with other manufacturers' assays for specific hbv serological markers. Laboratories are responsible for establishing their own performance characteristics. Difference in competitor platform results can be attributed to but not limited to antigen/antibody targets, capture and detection antibodies, and signal detection methods, reagent and kit variability, sample handling and matrix effects, biological variability and regulatory and manufacturing standards." "Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the available information, the cause of the discordant result could not be determined, but a product problem was not identified. The customer resumed normal operations after retesting, and the issue has been resolved through routine troubleshooting.

Event description:
The customer obtained reactive (positive) atellica im ahbs2 results on atellica im analyzer s/n: (B)(6). Results were reported to the physician and questioned. When the samples were retested on an alternate method, results were non-reactive (negative). There are no allegations of patient or user intervention or adverse health consequences due to the event.